Event description:
Boston scientific received information that two and a half weeks post implant the left ventricular (lv) lead was explanted due to loss of pacing at maximum outputs and a suspected lead dislodgement. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried blood in the lead lumen and a set screw mark noted on the terminal pin and ring. Further visual inspection showed that both tines remained intact at the distal tip of the lead. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.